Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-00467 it was reported the patient had been unable to receive optimal therapy due to one of her leads showing high and low impedance. Reprogramming was unable to address the issue. As a result, the lead was explanted and replaced. Note: both of the patient's leads are being reported as explanted because it is unknown which device was replaced.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00467.